Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to visualization of particles. There was no report of serious patient harm or injury. There was no report of medical intervention. The device was returned to a third-party service center for evaluation. During the evaluation of the device, the third-party service center visually inspected the device and found error code 106 (err_heated_tube_ma x_temp) which is a continue error level due to a failed heated tube component. There was no evidence of foam particles or degradation. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. The manufacturer has updated section h in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to visualization of particles. There was no report of serious patient harm or injury. There was no report of medical intervention. The device has been returned to a third-party service center for evaluation, but the investigation is not yet complete. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.